Manufacturer narrative:
Additional information concerning this event is being requested from the field.

Event description:
Boston scientific received information that this right ventricular (rv) lead was oversensing noise and exhibiting a rise in pacing impedance measurements up to 1654 ohms for the past couple of months. An x-ray taken had showed the rv lead was fractured. A revision procedure is currently being planned, but for now the rv lead was reprogrammed and remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
According to the field, the rv lead will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicated surgical intervention was performed and the right ventricular (rv) lead was explanted and replaced. A fracture of the rv lead was identified near the location of the subclavian vein. No additional adverse patient effects were reported.